Event description:
This report is based on information provided by philips field service engineer (fse) has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that the shock was not delivered. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
It was reported to philips that device is crossed checked, the external paddles is found faulty and shock is not delivered. Device is outside of clinical use. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.